Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient. It was noted during procedure that the patient developed a complete heart block after the valve was deployed. The decision was made to place a temporary pacemaker in the internal jugular vein. During the procedure, the length of the membranous septum was not measured, and there was no calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the valve was 7mm, and in the cusp overlap view (cov), the inflow edge of the constrained valve was correctly positioned at the base of the aortic annulus, with the pigtail catheter confirmed at the bottom of the non-coronary cusp (ncc). A permanent pacemaker was implanted on (B)(6), 2025. The patient did not experience any additional clinical signs or symptoms during or after the event and had only one extra day of hospital stay for rhythm monitoring. There was no allegation of malfunction against the abbott device or the procedure. The patient had a history of atrial fibrillation and second-degree atrioventricular block, which the implanting physician believed contributed to the development of complete heart block. The patient was ultimately discharged in stable condition.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block could not be conclusively determined. The reported unexpected medical intervention, surgical intervention, and hospitalization were due to case-specific circumstances. A temporary pacemaker was placed and the patient was hospitalized for rhythm monitoring. Eventually a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.